Manufacturer narrative:
Evaluation not completed.

Event description:
Dual pac battery upgrade was performed. The ventilator was operated by battery for 6 hours during verification process. Reportedly, when unit was connected to ac power, the ventilator suddenly shut down after one minute of operation and the audible alarm sounded. It was reported that replacing the power supply assembly of the ventilator resolved the issue. When the unit was tested again, there was no interruption in power when the ventilator was switched from battery to ac power. Note: no pt was involved with this event.